Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the physician requested change out of the device due to the lack of confidence with this model near eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.